Manufacturer narrative:
(B)(4). G2: australia. D10: cat #: 00801803203 / femoral head sterile product do not resterilize 12/14 taper / lot #: 63801019; cat #: 00999601735 / femoral body - revision - nitrided - porous cementless 12/14 neck taper standard 40 mm neck offset / lot #: 63703690. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately three years post implantation due to an infection and a stem fracture. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed and multiple revisions have occurred due to periprosthetic fracture and non-union with a third revision occurring approximately three years after the most recent revision due to infection and stem breakage. The head, stem, and body were explanted and replaced, along with the products related to the bone fracture. The complaint was confirmed based on the provided medical records. A definitive root cause cannot be determined for the stem breakage. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.